Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit rdfl complex mini coil (638mf0407/ 15623190) stretched during placement in the aneurysm. After the event, the same unknown microcatheter was used to successfully complete the procedure with another similar coil along with deltapaq coils. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no patient injury and the device will be return for analysis. No further information was provided. A non-sterile orbit rdfl complex mini coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kink at 20.5 and 42cm from the proximal end. The introducer was note received for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure stretched coil was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined, but it was reported that other than the reported event, no other damages were noticed on the device. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Although based on the available information no definitive conclusion can be made regarding root cause, procedural factors appear to be contributed in the failure reported by the customer; therefore no corrective actions will be taken at this time. Therefore, no corrective action will be taken at this time.

Event description:
During the procedure, the orbit rdfl complex mini coil (638mf0407/ 15623190) stretched during placement in the aneurysm. After the event, the same unknown microcatheter was used to successfully complete the procedure with another similar coil along with deltapaq coils. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no patient injury and the device will be return for analysis. No further information was provided.